Event description:
As reported by the clinical specialist, after a successful transfemoral transcatheter aortic valve replacement (tavr) procedure, the perclose (non-(B)(6)) closure device had induced stenosis of the femoral artery. To treat the stenosed femoral artery, it was ballooned, and the event resolved. It was noted that a spasm could have also caused or contributed to the event. There was no residual effect. There was no allegation of an (B)(6) device causing or contributing to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).